Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis found high current drain, which caused the device to last less than its expected longevity. However, further analysis could not reproduce and confirm the high current drain condition. Therefore, the cause for the early battery depletion was not determined.

Event description:
Asku

Event description:
Premature depletion was reported 19 months post implant, with no high voltage therapies or high output recorded. The device was explanted; no patient complications have been reported as a result of this event.